Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 11.5, 65.0, and 136.5 cm from its proximal end. The pusher assembly was fractured approximately 137.5 cm from its proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experienced during advancement. If the device is forcefully manipulation against resistance may result in the kink. Further manipulation of a kinked device may result in a fractured device. Based on the returned condition, the smart coil was unable to be functionally tested. Further evaluation of the returned smart coil revealed that the embolization coil was detached from its pusher assembly. This damage was likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the smart coil would not advance from its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.